Event description:
It was reported that the patient received inappropriate shocks a few years ago for rapid supra-ventricular tachycardia. The patient also reported having light headedness and dizziness over a year ago. The onset of dizziness is unknown. The device was reprogrammed at that time. The device battery was low and was being monitored. The device has since been replaced due to battery depletion. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.